Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issue. The energy was stabile during the whole day. The log file shows four successfully performed treatments. The reported treatment could be identified in the logfile. The reported patient interface was used for patient¿s right eye. The treatment was aborted by user prior to procedure, it was not fired yet. The surgeon pressed the foot pedal and stopped the suction process and cancelled the procedure due to difficulty in achieving valid suction values. After that, the treatment was cancelled by the device. The reported issue occurred prior to procedure. The user restarted the treatment with an other patient interface and finished the treatment without any problems. No technical root cause could be identified. The system was working within specification. The reported issue cannot be confirmed, treatment was aborted prior to procedure. Without sample no deeper root cause analysis is possible. Root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported suction loss observed in an unknown eye of a patient, during lasik procedure.